Manufacturer narrative:
B5-previously stated the lens rotated. Corrected information: on (B)(6) 2021 the lens was repostioned due to refractive surprise. The problem is resolved. The cause is reported as unknown. The lens was initially implanted on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +4.5/+1.5/038 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports lens rotation. Reportedly, the lens remains implanted.